Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) had an unknown alarm. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Fields d1, d4 of the emdr is for original iabp cs100; however, this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v, which was reported by the customer.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and could not verify the reported, no logged errors found. All functional and safety test were performed to specifications. Unit was returned to the customer.